Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, inspected and cleaned the pump's pneumatic tap area, attempted to attach a cartridge, and followed on-screen instructions to load the pump. Initially unsuccessful, further assistance allowed the caller to fill and load a new cartridge successfully, enabling them to resume insulin delivery.